Manufacturer narrative:
(B)(4) - device 2 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set occlusion at site events on (B)(6) 2024. Both the events occurred after 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of first event was high (specific value unknown) and patient resolved it with correction bolus via pump followed by changing infusion set and resumed insulin. No further information available.